Manufacturer narrative:
(B)(4) (guidewire bent). Device analysis found that the guide pull wire was bent and the rapid exchange window was damaged. The stent was observed smashed at the tip. Further visual examination revealed that the stent had been damaged. It appears the guide pull wire became bent during the procedure. The guide pull wire most likely encountered resistance and could not move freely within the rx ramp window of the push catheter, thereby protruding out of the rx ramp window. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a rx biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 (age unk, (B)(6)). According to the complainant, as the device was being backloaded onto the guidewire outside of the pt, the metal wire popped out of the guidewire hole in the stent's delivery catheter. The procedure was completed with another rx biliary stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a reportable event based on the investigation results (stent deformed).